Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed in the primary sensing vector due to oversensing of the t-wave when there was a sudden morphology change. The patient ws brought in for testing where the changes in morphology were not reproducible. Subsequently the sensing vector was reprogrammed to secondary and the therapy zone was changed to 250 bpm. The s-ICD remains in service and no adverse effects were reported.